Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
510(k): # 160229. Device evaluation complaint device was not returned therefore a document based review will be performed. Document review including IFU review prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1731700 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1731700. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for (ifu0110-6). Root cause review a definitive root cause could not be determined from the available information. As there was no additional information shared a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue such as cartilage causing the distal tip of the needle to break. It could also be due tortuous anatomy requiring flexed endoscope position and extreme angulation resulting in the distal part of the needle breaking. Summary complaint is confirmed based on the customer's testimony and image provided. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. A bronchoscopy was carried out and the broken part of the needle was retrieved by a biopsy forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. 510(k)/PMA: # 160229.

Event description:
We had an incident today, the ebus needle tip was broken during the procedure. It was great that prof keane physically saw the needle sitting in the lung. And he went down with an bronchoscope and took it out. I have pic of this. The lot no is -c1731700. I could not hold on to the needle. As it was already discarded. "As per complaint form": waiting for further information from the consultant. I was informed that the needle snapped in the lungs section of the device did remain inside the patient¿s body. Still waiting for that to be confirmed but everything was removed and a photo has been previously sent the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence